Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it was fully clip-deployed; however, the clip did not achieve hemostasis and was returned outside the device. Inspection of the returned device revealed bent locator wings that prevented them from fully collapsing into the delivery tubeset when the clip was fired. Bent wings could prevent the clip from being fully delivered to the arterial surface to close the vessel. Based on the investigation findings, the probable cause for the bent locator wings that prevented the clip from fully advancing to the arterial surface to achieve hemostasis is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip deployment. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after the completion of the thumb advancer, an attempt was made to deploy the clip. The clip did not leave the device. As the device was easily removed from the anatomy, the access ports and safety release button were not used. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.